Event description:
Edwards received information that a patient with a 19mm 3300tfxj pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to severe calcification after an implant duration of approximately four (4) years and three (3) months. Peak velocity was 4.0m/s, mean pg was 40.0mmhg, peak pg was 64.6mmhg and eoa was 0.6cm2. The patient presented with a symptom of heart failure nyha class IV. A tavr procedure was performed with a 20mm sapien transcatheter valve. The patient was discharged from the hospital on pod 22. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. The 3300tfxj valve was originally implanted as aortic valve replacement with concomitant mitral valve replacement with a 24mm4450m ring and coronary artery bypass graft (CABG) at two lami. There was no allegation of device malfunction. Patient medical history: dyslipidemia, hypertension, complete right leg block, unstable angina.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm 3300tfxj pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis after an implant duration of approximately 4 years and 3 months. A tavr procedure was performed with a 20mm sapien transcatheter valve. The patient status was reported as "under treatment". The device was not returned for evaluation as it remained implanted. The 3300tfxj valve was originally implanted as aortic valve replacement with concomitant mitral valve replacement with a 24mm4450m ring and coronary artery bypass graft (CABG). There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction.